Manufacturer narrative:
The investigation did not identify a product problem. Based on the information provided, the cause of the event could not be determined.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The field service representative replaced seals on the instrument but he did not find a product problem. He performed tests with acceptable results. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys pth results for 1 patient on a cobas e 411 analyzer (disk system). Sample 1: the initial result was 1276 pg/ml and the repeated result was 1289 pg/ml. Sample 2: the initial result was 10.26 pg/ml and the repeated result was 1041 pg/ml. Sample 3: the initial result was 1296 pg/ml and the repeated result was 1314 pg/ml. Sample 4: the initial result was 968.6 pg/ml and the repeated result was 1003 pg/ml. The questionable results were reported outside the laboratory. The repeated results were obtained on another module and were believed to be correct. The samples were repeated as the initial result from the second sample was much lower than expected.